Event description:
Reporter alleged blood glucose measured 106 mg/dl and customer ate an undisclosed amount of food and took insulin based on the carbohydrate intake at the time, amount of insulin not provide. Customer stated feeling disoriented and weak afterwards so paramedics were called and administered an IV before transporting him to the hospital. Customer indicated not being able to provide the paramedics glucose reading or the hospital result, however, stated hospital reading was 50 points higher than his device. No other actions were taken or treatment received reportedly as a resultr. A request was made for the return of the suspect device and replacement product was sent.